Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that following a deep brain stimulation implant procedure of the leads, it was assessed that the leads were placed poorly. The patient underwent a surgery where the leads were removed and replaced with new leads. The leads were not returned as they were disposed of by the medical facility.